Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings: during investigation, a crack was observed on the right side of the display lens; however, the display was still clearly visible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked at the upper right corner. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.